Event description:
When pt went into v tach (ventricullar tachycardia), the system did not generate a high level alarm. The event was not discovered until one of the nurses noticed it on the monitor sometime after the onset of the event. A defibrillator was used to revive him. It was not possible to get the unit close to the pt. Therefore the coiled cords on the paddles had to be stretched in excess of six feet to reach the pt. When an attempt was made to defibrillate the pt, he was defibrillated twice, however on the third attempt, the defibrillator would not fire. The defibrillator was tested thoroughly after this incident. It was found that when the paddle cables were stretched to six feet, the defib would not fire. Examining the paddles revealed that a wire on one of the paddle cables was broken as a result of being stretched. This unit is fairly new and used infrequently. Therefore it is not believed that the break occurred as a result of extensive use.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.